Event description:
Healthcare professional reported, "observed a fracture at the metal connector."

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product model number, serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. The reporter has stated the device was implanted at another facility.